Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
The customer called technical support (ts) and reported that the device will not power on. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The ac power indicator is not lit. Advised to check the power module and battery. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The manufacturer's product support engineer (pse) replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards.